Manufacturer narrative:
Lot # 2150169 was provided however according to sap batch 2150169 does not exist for material 367856. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes are underfilling. Verbatim: tubes are underfilling. Tubes are only filling 3/4 of the way.

Event description:
It was reported by the customer that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes are underfilling. Verbatim: tubes are underfilling. Tubes are only filling 3/4 of the way.

Manufacturer narrative:
H.6. Investigation summary: material #: 368856. Lot/batch #: 2150169. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.